Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose ranged from 162-163 mg/dl.